Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
On unknown date, the patient underwent tha with accolade ii centrax. On the (B)(6) 2020, the patient had revision surgery for unknown reason.